Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to air valve liftoff failure. The customer reported there was no patient involvement.